Manufacturer narrative:
Eval summary: the analysis results found that the er420 instrument a was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. However, no jamming issues were noted during analysis. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during nephrectomy procedure, clip was stuck inside the shaft before using. Unk how case was completed. There were no adverse consequences to the pt. One device will be returned.